Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 387mg/dl. The customer also experienced high ketones and dehydration. The mother stated that they attempted to rewind, but the insulin pump kept alarming no delivery and then motor error. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.